Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two locking titanium adaptors had "fluid droplets" inside the packaging. This was observed during unknown process step of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: five (5) unopened devices were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that the pouches were all labelled with chinese text labels indicating that the product was repacked and relabeled in china. Black stains were visible on the edge of the pouches. It was also noted that there was no evidence of moisture in the packaging of any of the returned samples. The staining is consistent with transfer of dye from the pouch label copy as a result of water damage. The moisture droplets are also related to the water damage of the pouches. The reported condition was verified. It is most likely the water damage to the pouches occurred post the relabeling process in china during subsequent shipment or storage of the product. The cause of the reported condition was most likely due to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.